Manufacturer narrative:
(B)(4).

Event description:
It was reported that an cgm app shut-off occurred for 429r8q. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was confirmed on 42a6yr. The probable cause could not be determined. No injury or medical intervention was reported.